Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device has an channel error indicating a bad pressure sensor in the error logs. Both pressure sensors were replaced with ones and the corroded inter-unit interface connectors were also replaced. The device had no further errors during testing and preventive maintenance was completed using asm software. Furthermore, rate calibration was performed and the device passed all tests prior to its return to service. There was no patient involvement.